Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: the patient was pre-operatively diagnosed with cervical spondylosis with right cervical radiculopathy and underwent following procedures: c4-5 anterior cervical microdiskectomy with instrumented interbody fusion and bone morpho genetic protein. As per the op notes, ¿using the microscope to guide dissection, the c4-5 disk space was entered sharply. Using a high-speed drill, we developed the disk space; diskectomy was accomplished in standard fashion. The remaining posterior and longitudin al ligament was removed piecemeal with kerrison rongeur. A sizes peek cage was chosen to fit. The endplates were appropriately prepared. The peek cage was filled with a bmp sponge. This was then placed in the disk space. Next a 25mm plate was affixed to the anterior aspect of the cervical spine with four 13mm screws. The patient tolerated the procedure well.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.